Event description:
Additional information received from a healthcare provider for a clinical study, via the manufacturer representative, reported the event was not severe and it accompanied the worsening of the symptoms for the underlying disease, crohn's disease, but it was not believed to have a causal relationship with the device. It was later reported the date of onset was (B)(6) 2015 and it was severe as it led to hospitalization (or prolonged stay) fortreatment.

Event description:
The healthcare provider, via the manufacturer representative, reported a perirectal abscess and pain in the anus on (B)(6) 2016. Seton drainage was not effective enough, so a lay open surgery was performed during hospitalization. The patient recovered medical history included chronic fecal incontinence, anal fistula radical surgery, graves disease, epilepsy, and crohn's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.